Manufacturer narrative:
See MDR #1920664-2007-01538 for the intraocular lens used with this delivery device.

Event description:
The haptic was found bent after the lens implanted in the eye. The doctor removed and replaced the lens.